Manufacturer narrative:
Batch review performed on 11-november-2019. Lot 186211: 71 items manufactured and released on 22-nov-2018. Expiration date: 11/11/2023. No anomalies found related to the problem. To date, 61 items of the same lot have been already sold without any other similar reported event. Additional implant invoved: gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 178715. Batch review performed on 11-november-2019. Lot 178715: 62 items manufactured and released on14-mar-2018. Expiration date: 05.03.2023. No anomalies found related to the problem. To date, 58 items of the same lot have been already sold without any other similar reported event. Additional implant invoved: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex #4/10 mm r (k121416) lot. 187257. Batch review performed on 11-november-2019. Lot 187257: 75 items manufactured and released on 08-jan-2019. Expiration date: 11/12/2023. No anomalies found related to the problem. To date, 69 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to knee pain 7 months after primary. The surgeon resurfaced the patella and revised the inlay (same size, same height).